Event description:
The customer reported that plug was broken and could not be connected. The field engineer noted that the main power plug was broken and the system was unable to perform exams. The system was unable to perform fluoroscopy. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.